Event description:
It was reported that the right atrial (ra) lead exhibited low pacing impedance, higher capture threshold and inadequate sensing. The physician capped and replaced the ra lead on (B)(6) 2022. The patient was in stable condition.